Event description:
Boston scientific received information that this patient was hospitalized due to syncopal episodes. After device interrogation, it was observed that there were several episodes of atrial tachycardia. There was also noise noted in the right atrial (ra) channel. X-rays and save to disk sent to technical services (ts) for review. Unknown if malfunction caused or contributed to patient's syncopal episodes. There were no additional adverse patient effects reported. Ts reviewed the save to disk and electrograms, and discussed there was noise in the ra channel that was oversensed, and inappropriately classified as atrial tachycardia events. The type of noise was most likely due to metal on metal contact. There was also noise observed on the right ventricular (rv) channel. Some of the ra noise was oversensed by the rv. Ts indicated that simultaneous noise on both the ra and rv channel is indicative of abrasion insulation damage. The patient's syncope could be related to the lead damage. Ts suggested further investigation of the ra and rv leads. Subsequently, additional information was received that an electrophysiology (ep) test was performed. Ventricular tachycardia (vt) could not be induced. The decision was made to reprogram the device to vvi mode to eliminate noise in the ra channel. At the next follow-up, date unknown, the rv channel will be reviewed. No further action at this time.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.